Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device was admitted to the hospital. Technical services (ts) reviewed and stated that the premature ventricular contraction (pvc) was showing during the right ventricular auto threshold (rvat) test and then non-sustained and sustained ventricular tachycardia (vt). The anti-tachycardia pacing (atp) was delivered; however, it did not convert the rhythm. The patient was in hospital due to other cause, pneumonia. The medication administered which counteracted to cardiac meds. The physician ordered to turned off trend and threshold testing. This device remains in service. No adverse patient effects were reported.